Event description:
It was reported that after pre-dilatation a promus stent was implanted in the mid left anterior descending (lad) artery. The 3.5 x 15 mm promus was then implanted in the proximal lad. Inflation was performed at the overlapping area with the stent delivery system (sds) and ultrasound was performed. When removing the ultrasound catheter resistance was felt with the implanted stent and all devices were removed as one system. Upon removal another ultrasound was performed and the stent was observed as not being at the lesion site. Computerized axial tomography (cat) scan revealed that the stent migrated below the knee. The stent was therefore removed out of the body with a snare device. No patient effects were noted and no additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted only the stent was returned. There was blood on the stent, which is consistent with the stent having been in the patient anatomy. The entire length of the stent was mangled. There were two broken struts in the proximal end of the stent. It was reported the promus stent was successfully implanted; however during an ultrasound, the catheter met resistance during retraction. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The promus stent was retrieved by a snare device, which likely contributed to the noted damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported device damaged by another device appears to be related to the operational context of the procedure; however, a conclusive cause for the difficulty removing the catheter could not be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). Dilatation catheter: 3.5 x 12 and 4.5 x 12 nc quantum apex, 2.0 x 10 and 3.0 x 15 tazuna; guide wire: kinetix, runthrough extra floppy; guiding catheter: mach1 6fr fl4; stent: 3.5 x 23 and 3.5 x 18 mm promus. The device is expected to be returned for evaluation. It has not yet been received.